Manufacturer narrative:
The reported impedance anomaly was not confirmed in the laboratory. The device was tested and no anomalies were found. The cause of the field event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving vibratory patient notification alert, an alert for high, out of range, hv lead impedance was observed. One week trend showed that svc-can measured out of range high over the past week. It was noted that the hv lead impedance was trended high over the lifetime of the device. Device was upgraded to biv and reprogrammed. Patient was in good condition post-procedure.